Event description:
The customer reported that the o2 manifold is leaking and there was a loss of the oxygen source from the o2 tank. The customer reported the unit was not in use on pt.

Manufacturer narrative:
Pr#: (B)(4).